Event description:
A medtronic representative reported that while in a cranial procedure the surgeon alleged registering the patient with a 2cm inaccuracy. The patient's head was tilted in the CT scan. When they started the tracer registration, the blue dot was on the nose, the second dot was displayed on the left eyebrow, and the third was on the orbit. The medtronic representative stated that the tracing pattern was on the nose and brow, and the patient had loose skin. The patient was in the lateral position during the procedure. The surgeon continued navigation with ultrasound using the stealthstation treon treatment guidance system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The patient image had a large head tilt which caused the initialization point to be placed incorrectly. The behavior described is the intended behavior of the software. Software is functioning as designed.